Event description:
Consumer complaint of lo blood glucose result. Expected fasting blood glucose test result range is 117 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's result is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Storage of product not verified. Test strips discarded by customer; unable to verify expiration date. Recall test results performed non-fasting from meter memory: lo (B)(6) 2015 05:28pm; 158mg/dl (B)(6) 2015 05:28pm; 146mg/dl (B)(6) 2015 05:31am; 169mg/dl (B)(6) 2015 06:47am; 142mg/dl (B)(6) 2015 06:48am. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).